Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Note: not applicable.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2006, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 3 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, scar tissue and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6)2006, the patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6)2006 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the medium-sized infraumbilical hernia sac was excised. The overlying muscular fascia revealed at least two other defects just superior and near the umbilicus were made into a one larger hernial defect. An dual-sided, round ventralex mesh was placed as ptse side down to the abdomen and marlex side was placed up and sutured to surrounding muscular fascia with interrupted suture.¿ (B)(6)2010 - patient was diagnosed with left hydrocele and right spermatocele thereby underwent repair. (B)(6)2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of ventralex mesh. Per operative notes, ¿there were fascial defects, one above the umbilicus and other just to the right of the umbilicus containing a ball of mesh contents and omentum. The superior edge of the old mesh had separated from the fascia. There was considerable scarring, and the old mesh was excised. The defect was repaired using synthetic mesh¿. Attorney alleges that the patient had mesh migration, pain and hernia recurrence. It was also alleged that patient swelling, left hydrocele and right spermatocele.